Event description:
It was reported that the device's the head-piece dropped suddenly with the patient having to receive urgent medical intervention to maintain the airway due to the tubes being pulled. Attempts are being made to gather additional details from the user facility.

Event description:
It was reported that the device's the head-piece dropped suddenly with the patient having to receive urgent medical intervention to maintain the airway due to the tubes being pulled. After inspection by stryker field service, it was identified that the headpiece dropped due to the sleeves on release handles having come loose cause them to push against head piece frame causing handles to not engage fully with the locking mechanism. The grips were replaced and it was confirmed that the unit was now functioning within specifications. No serious adverse consequence was reported to have occurred to the patient after the airway was restored.

Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the findings of the completed investigation.